Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous and severly calcified proximal left circumflex artery. The nc quantum apex mr 12mm x 2.00mm was used for pre dilatation. During dilating of the lesion the balloon ruptured. The device was removed intact. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 3mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous and severly calcified proximal left circumflex artery. The nc quantum apex mr 12mm x 2.00mm was used for pre dilatation. During dilating of the lesion the balloon ruptured. The device was removed intact. No patient complications were reported and the patient's status is good.